Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's ipg was moving. Consequently, surgical intervention was taken and the patient's physician repositioned and sutured the ipg on (B)(6) 2023.